Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025 the patient was experiencing a severe skin irritation while using the electrode - patch - universal 2 channels. The patient described the irritation as redness, hives (bumps) and discharge. It was reported patient did seek medical attention advised to treat with cortisone. The patient did take a break in service (bis). Patient said they followed the proper skin care regimen. The patient does have a history of skin sensitivity/allergies to metals and adhesives and has contact dermatitis. It was documented that the patient will reach out to doctor to see if they have enough data or if they would like to prescribe alternate wearable option with cloth or s&w electrodes. Additional information received on 03 july 2025 reported that patient used the cortisone cream and then got a prescription after 2-3 days. Patient reported the symptoms did improve over time. The prescription is unknown. No additional information was received.